Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure? Date of initial surgical procedure? Was the procedure associated with this event open or laparoscopic? If applicable in what tissue layer did you place the mesh? Other relevant patient history/concomitant medications? Were any concomitant procedures performed? Onset date of symptoms (pain, obstruction and abdominal distention) following the index surgical procedure? When was the patient readmitted? Please provide date and surgical findings/results of revision surgery. What was the reason for the mesh removal? Please describe deficiency or anomaly of the mesh observed. What is physician¿s opinion as to the etiology of or contributing factors to this event? Are there any pictures available? What is the patient's current status?

Event description:
It was reported that the patient underwent a hernia repair on unknown date and the mesh was implanted. The patient came back with pain over abdomen, symptoms of obstruction and abdominal distention, and was re-admitted. It was also reported that the patient progressed into intestinal obstruction. The patient underwent another surgery to remove the mesh after failed antibiotic and conservative treatment. The patient has been discharged after revision surgery. Additional information has been requested.

Manufacturer narrative:
Pc(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Manufacturer narrative:
Additional information was requested, and the following was obtained: date of initial surgical procedure initial surgery date: (B)(6) 2018, first review: (B)(6) 2018. Was the procedure associated with this event open or laparoscopic? If applicable in what tissue layer did the surgeon place the mesh? - open. Tissue layer: n/a. Other relevant patient history/concomitant medications - n/a. Were any concomitant procedures performed? - n/a. Onset date of symptoms (pain, obstruction and abdominal distention) following the index surgical procedure? - (B)(6) 2018 - pain over abdomen, symptoms of obstruction, abdomen distended when was the patient readmitted? - (B)(6) 2018 - mesh was removed after failed antibiotic and conservative treatment. Please provide date and surgical findings/results of revision surgery. Per verbatim received from the surgeon: a few 8-9mm hypodense lesions are seen in the left kidney. These are probably cysts. Suggest ultrasound to assess these. No focal lesion is seen in the liver, right kidney, spleen and pancreas. No adrenal mass noted. No lytic bone lesion is noted. Impression: dilated loops of proximal small bowel is seen. The terminal ileum and large bowel are not dilated. A transitional zone is noted adjacent to the anterior abdominal wall at the site of previous surgery. A fluid collection, with small air pockets is seen just deep to the anterior abdominal wall at the site of the previous surgery. What was the reason for the mesh removal? Patient progressed into intestinal obstruction. Please describe deficiency or anomaly of the mesh observed. Culture of mesh : results- specimen- mesh for culture &sensitivity-isolate1: no growth what is physician¿s opinion as to the etiology of or contributing factors to this event? - n/a. Are there any pictures available? - n/a. What is the patient's current status? - discharged home well on (B)(6) 2018.